Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death is listed in the graftmaster rx coronary stent graft system, instructions for use as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Per the physician, the graftmaster device(s) did not cause or contribute to the patient death. The investigation determined the reported failure to advance and subsequent treatment appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device was discarded and will not return for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional graftmaster device referenced is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2020, the patient was admitted to the hospital with alerted mental status, dyspnea, and a non-st elevated myocardial infarction (mi). There was polysubstance abuse including amphetamines, cocaine, and alcohol. A diagnostic cardiac catheterization was performed demonstrating severe multi-vessel coronary artery with a severely reduced ejection fraction (ef) of 15%, severe ischemic cardiomyopathy. A percutaneous coronary intervention (pci) was performed on the first obtuse marginal and the patient was recommended for a coronary artery bypass graft, however, the patient was deemed too high risk. On (B)(6) 2020, the patient presented for a complex chronic total occlusion (cto) pci of the rca. Difficulty accessing the rca treatment site was noted with several non-abbott devices. A pilot 200 guidewire successfully advanced to the mid rca without an issue noted. Following however, a non-abbott catheter (mamba) was unable to track the pilot guidewire. Another non-abbott catheter (gutter) successfully advanced the pilot guidewire into the rca. Angioplasty was performed from the proximal, mid, and distal rca. A non-abbott (guidezilla) guide catheter advanced over the unspecified 2.5mm balloon and into the mid rca. A 2.5x38mm non-abbott stent (synergy) was implanted in the distal rca, overlapped in the mid rca with another 2.5x38mm non-abbott stent (synergy), and a 3.0x24mm non-abbott stent (synergy) was implanted in the proximal rca. Post-dilatation was performed with a 3mm noncompliant, unspecified balloon. Following, extravasation of the mid rca was observed, consistent with a perforation. Balloon angioplasty was performed for tamponade of the perforation. Per imaging. There was no evidence of tamponade or significant pericardial fluid. A 2.8mm graftmaster failed to cross to the mid rca. Per physician, this failure to advance was most likely due to the previously implanted (non-abbott) stents. The graftmaster device failed to advance through the stents. Repeat balloon angioplasty was performed in the mid rca for tamponade. Another catheter and sheath (non-abbott) were exchanged, engaging the rca. A guide catheter extension was placed and another 2.8mm graftmaster failed to cross the mid rca. The extension was removed and a buddy wire (not specified) along with a non-abbott catheter advanced to the distal rca. Multiple advancement attempts were performed, however, the graftmaster devices had failed to advance to the treatment site. Balloon angioplasty was performed and cardio-thoracic surgery consulted. The family was consulted due to the patients high risk, poor ef, multi-vessel disease, and comorbidities. The family decided not to proceed with surgery. The patient was placed on medications (dopamine and levophed) to maintain blood pressure. Atropine was provided for bradycardia. Comfort measures were then agreed upon by the family. On (B)(6) 2020, the patient expired. Per physician, the graftmaster devices did not cause or contribute to the patients death. No additional information was provided regarding this issue.